Event description:
It was reported that the customer was treated by his doctor due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose for the past two weeks troubleshooting was performed. The customer's glucose reading was over 400mg/dl, and she was treated with a manual injection. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that the insulin pump was off by one hour. Ran a fixed prime and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.